Manufacturer narrative:
The biomed reseated the connections on the zib board but the problem remained. He replaced the logic and the zib boards but the problem remains. When he presses the hi/low up, the head hi/low moves but the foot hi/low doesn't. Technical support instructed the biomed to check voltages on the logic board. Repairs have not been completed.

Event description:
The account's biomed alleged that the bed functions including the trendelenburg function is not working from the footboard. He stated that the functions will work from the siderails however.